Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw covering came off. Had to stop harvest momentarily to retrieve part of the jaw coating. The harvester disconnected the cord and grabbed the piece with the jaws. A replacement device was used to complete the procedure.the hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # cs-cpl-2019-00373. The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the harvesting tool handle. A visual inspection was conducted. Tissue and charred material were observed on the jaws. The silicone insulation on the cold jaw was peeled/detached away from the tip. The detached silicone insulation was returned for evaluation. The silicone insulation on the hot jaws was observed to be intact with no defects. The heater wire on the hot jaw was observed to be slightly flexed at the center. The heater wire remained attached at the tip and base of the hot jaw. No other visual defects were observed. Based on the condition of the device as found, the reported failure mode "peeled jaw" and the analyzed failure mode "material twisted/bent; wire" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw covering came off. Had to stop harvest momentarily to retrieve part of the jaw coating. The harvester disconnected the cord and grabbed the piece with the jaws. A replacement device was used to complete the procedure .the hospital did not report any patient effects.